Event description:
A nurse reported that during a procedure, the system would not prime under the surgeon settings. The system was primed using the default settings, but then the surgeon settings would not display. The console was exchanged to complete the case following a 10-15 minute delay. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).